Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The sales representative stated she was certain the luer lock was engaging properly. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on november 19, 2013.

Event description:
A sales representative stated she was unable to deflate an fms balloon which was being used for demonstration purposes at an in-service.